Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that they had the ins device surgically placed in my back two days ago for incontinence and it worked very well for two days. Now I am incontinent again and the device seems to have stopped working. Patient requested assistance with who to contact and if the device needed to be recalibrated. I had surgery and this device implanted in me. I hope I don't have to have it surgically removed because it is malfunctioning. Patient called in and reported since implant the patient's symptoms have not improved. Walked patient through connecting to ins and patient increased stimulation to a comfortable level. Patient will maintain stimulation level and monitor symptoms. Patient said that they have an appointment with their doctor in two weeks. Patient directed to follow up with hcp if issue persists.